Event description:
It was reported that the user experienced multiple low blood glucose episodes after recent therapy setting changes, and the user sought guidance but chose to await an upcoming endocrinology visit. Symptoms included foggy-headedness associated with blood glucose readings in the 60s and a nadir in the 40s. Outcomes included the need for oral glucose treatment and user-led troubleshooting and education. Investigation included internal complaint intake and preliminary assessment based on user report. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.